Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the keypad was not responding about a week ago. The button finally started working until she received the button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.